Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg was deemed inoperable. Patient reported that ipg has been inoperable for many years. Surgical intervention may occur at a future date to address issue. No other information at this time.

Event description:
Additional information indicated that the ipg was explanted and a new ipg implanted on (B)(6) 2020. Therapy restored with no reported complications during procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.